Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received information from technical support to reset the pump, successfully completed the reset, and was advised to continue using the pump while monitoring for any recurring issues.